Event description:
The complainant reported that an impella 5.5 pump was implanted in a patient for circulatory support. While on support, a placement signal unreliable alarm appeared. The staff indicated that the signal suddenly disappeared, but no change in motor current was noted. The staff was advised that the signal was not necessary for support and the audio was disabled. Support continued uninterrupted with emphasis placed on monitoring hemodynamics, flows, and motor current. There was no reported harm or injury to the patient.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. No product was returned. Data logs show the placement signal intermittently going out of range for the first seven days of the case. When the placement signal was out of range, the contrast was oscillating between 3000/-3000. Upon review of the logs, it is apparent that the console is the potential cause of the issue. Please refer to 25-41442-2 for an investigation into the console. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.